Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 3 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Evaluation status confirmed 2 reported events were confirmed during testing. - 1 device was found to be affected by handle damage. - 1 device was found to be affected by corrosion. Not confirmed 1 reported event was not confirmed during testing. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact.